Manufacturer narrative:
This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4) for the reported lot number n1148964. The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was initially reported by an optometrist that a female patient developed a significant keratitis in her right eye (od) while wearing the complaint contact lenses. The patient had been using a prescribed unknown antibiotic drops for three days every hour and the condition was slowly getting better. The patient mentioned that the right contact lenses would roll up like a scroll. Additional information was received on 11/08/2017 via emailed questionnaire which was completed by the optometrist. It was reported that the patient experienced microbial keratitis, od. It was mentioned that the event would be resolved with treatment and it was unknown if the product contributed to the event. The patient was prescribed with ofloxacin eye drops every hour and have discontinued contact lens wear. Additional information was received on 11/17/2017 via email. It was reported by the business development manager that some small scarring was noted and that the patient responded well to the treatment without ongoing effects. The patient mentioned that she had issues with removing the contact lenses and she was anxious because she felt like a contact lens was "stuck". It was noted that symptoms had resolved.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.